Event description:
An alarm was reported by the pump during its operation, indicating a recurring issue previously experienced by the customer. The impact on the customer¿s blood glucose level was within normal range, not exceeding 500 mg/dl. Technical support decided to replace the malfunctioning pump under warranty, providing instructions on storage mode and requesting its return within ten days. Meanwhile, the customer planned to use a backup insulin pump to maintain insulin delivery.